Manufacturer narrative:
This report is submitted (B)(6) 2017.

Manufacturer narrative:
This report is submitted on december 15, 2016, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the clinic the device was explanted on (B)(6) 2016 subsequent to the patient being a non-user of the device.